Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's right side lead was not working since implant and that it did not cover the pain on their right side. It was noted that the patient had no pain on their left side. The patient had a revision surgery on (B)(6) 2018 but the issue did not resolve so they replaced the lead in another surgery on (B)(6) 2018. Due to the length of time of the surgery, the manufacture representative was unable to reprogram the lead following the surgery, and the patient wanted to meet with them to get the lead programmed. The rep was contacted to meet with the patient at the hcp office on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported the cause of the lead not working was not determined and the replacement of the lead did not resolve the patient's lack of pain relief. No further complications were reported.